Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating, basic occlusion, force sensor, occlusion test, sleep current, active current test and self test. No unexpected pump error 4, pump error 60 alarms during testing however, pump error 4 alarm (line number = 147; file number = 2017) is found in the formatted history file on 02/18/2025 10:29:08.000 due to a twi interface on main/motor processor. All current within spec range. No failed battery test noted. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ the pump was received with minor scratches on lcd window, scratched case, cracked case (corner of belt clip rails) and cracked battery tube threads. . In summary, customer alleged pump error 4 confirmed. Pump error 60 was found history file on 02/18/2025 10:29:08.000. Problem isolated to electronic assembly. Power problem-failed battery test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 4 alarm (the motor arm cannot communicate with the main arm) and pump error 60 alarm (tone, vibrator or motor did not have power available when needed). The customer also received a battery failed alarm and the battery compartment was corroded. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the battery failed alarm, pump error 4 and 60 alarms, the customer was able to clear the alarm but did not receive request to rewind the pump, the customer was advised to discontinue use of the insulin pump and revert to the backup plan as per the health care professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884l was requested and customer response was the device will be returned.